Manufacturer narrative:
This report is submitted on january 12, 2022.

Event description:
Per the clinic, the patient experienced recurring infection at the incision site due to thin skin flap. Subsequently the patient was treated with topical antibiotics (specific date and duration not reported). Revision surgery is planned but has not taken place at the time of this report. The implanted device remains.

Manufacturer narrative:
Per the clinic, the patient experienced wound dehiscence above the receiver/stimulator area. Subsequently, the patient underwent a skin revision surgery on (B)(6), 2022 to close the skin and to remove the tissue which had formed around the magnet. This report is submitted on (B)(6), 2022.